Event description:
The event is reported as: the staples were not "formed" correctly. No patient injury reported.

Manufacturer narrative:
No sample is available for investigation. No lot# is available. Since there is no lot# or sample for investigation, an investigation cannot be performed. It is unknown if sample was manufactured before a CAPA was initiated. Manufacturer will continue to track and trend this complaint. If sample or lot# becomes available, a new investigation will be opened.